Manufacturer narrative:
Report source: member support analyst. Concomitant medical products: bd phaseal connector . The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however not provided.

Event description:
It was reported that the maxplus connector was unable to connect bd phaseal connector resulting in a chemo spill. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
The customer¿s report that the maxplus connector was unable to connect to a bd phaseal connector causing a leak was not confirmed. The components were visually inspected for damages. No obvious damages or issues were observed with the received samples. The injector luer lock was removed from the mated connector luer lock (2) in order to test the as-received mated maxplus connector and connector luer lock (1). The fluid was pushed through and no issues were observed. The syringe was removed and pressure testing of the attached samples while submerged also observed no issues. The root cause was not identified.

Event description:
It was reported that the maxplus connector was unable to connect to a bd phaseal connector, resulting in a chemo spill. Although requested, no further details were provided by the customer for this event.